Event description:
It was reported that a spinal inner fix system was used for a lumbar vertebra operation. During the surgery, two screws slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.